Event description:
The device was used during a laparoscopic sub total gastrectomy. Reportedly, bleeding occurred within hours after surgery and the pt was taken back to the operating room where more clips were applied.